Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-20265. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.